Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced severe pelvic pain and heavy bleeding (seen as genital bleeding). Approximately 2 years after insertion procedure, coils were removed. These events are anticipated in the reference safety information for essure. Pelvic pain may and changes in bleeding pattern, including heavy and unscheduled bleedings, occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), rash ("rashes"), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety") and mood swings ("mood swings"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, to effectuate removal of essure device). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, rash, alopecia, headache, fatigue, anxiety and mood swings had resolved. The reporter considered pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, rash, alopecia, headache, fatigue, anxiety and mood swings to be related to essure. The reporter commented: she sought medical attention for her symptoms following her implantation procedure. Her symptoms have mostly resolved, following her removal surgery. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced severe pelvic pain and heavy bleeding (seen as genital bleeding). Approximately 2 years after insertion procedure, coils were removed. These events are anticipated in the reference safety information for essure. Pelvic pain may and changes in bleeding pattern, including heavy and unscheduled bleedings, occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right side was difficult to put into place due to a cyst" on (B)(6) 2013. The patient's past medical history included multi gravida and rectovaginal fistula. Previously administered products included for birth control: iud-mirena from 2009 to 2013. Past adverse reactions to the above products included adverse drug reaction with iud-mirena. Concurrent conditions included anal fistula, depression, back pain, ovarian cyst, salpingitis and paratubal cyst. Concomitant products included panadeine co (tylenol #3) since (B)(6) 2014 to 2015 and sertraline (zoloft) (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced cyst ("the right side was difficult to put into place due to a cyst"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), rash ("rashes"), fatigue ("fatigue"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), urticaria ("hives"), dry skin ("dry skin under arm pits"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ cramping"), abdominal pain ("cramping"), dyspareunia ("pain during intercourse") and mood swings ("mood swings"). The patient was treated with ibuprofen and surgery (on (B)(6) 2015, bilateral salpingectomy, to effectuate removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, rash, alopecia, headache, fatigue, anxiety and mood swings had resolved, the hormone level abnormal, menorrhagia, depression, urticaria, dry skin, migraine, tooth disorder, allergy to metals and cyst outcome was unknown and the vaginal haemorrhage had not resolved. The reporter provided no causality assessment for cyst with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms following her implantation procedure. Her symptoms have mostly resolved, following her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . On (B)(6) 2013, essure micro instrument was advanced into the right tubal ostia where a total of 2 coils were visualized after placing the essure implant. The same procedure was performed in the left tubal ostia side, where 1 coil was present at the end of the procedure. On (B)(6) 2015, ultrasound pelvis, technique : transabdominal and endovaginal imaging of the pelvic structures was performed. Findings: sinal1 follicle were present in both ovaries 2 .4 x 1.3 cm irregular left ovarian cyst was present. A small amount of cul-de-sac fluid was present. Bilateral tubal essure devices were present. On (B)(6) 2015, preoperative diagnosis: chronic pelvic pain with history of essure implant. Postoperative diagnosis: chronic pelvic pain with history of essure implant. Operations performed: 1. Laparoscopic bilateral salpingectomy, enterolysis. 2. Laparoscopic removal of right and left essure implant with laparoscopic closure of the right cornual region. Findings: dilated left fallopian tube with the presence of essure in both the left and right fallopian tubes. No evidence of tubal perforation. On (B)(6) 2015, surgical pathology report: final diagnosis: right fallopian tube: mild chronic salpingitis, metal essure implant in lumen (gross). Left fallopian tube: mild chronic salpingitis and benign paratubal cysts, metal essure implant (gross). Clinical information clinical history: infected fallopian tubes clinical diagnosis: infected fallopian tubes procedure: bilateral salpingectomy gross description: the specimen consists of dark, reddish, purple: somewhat distended, soft, fallopian tube measuring 7.2 x 1.5 x 1.1 cm the fimbriated end is noted at one end. The serosal surface was fairly smooth but slightly edematous. The other end of the fallopian tube shows a metal small wire embedded in the wall: this measures 1.7 cm in length and 0.1 cm in diameter. The rest of the fallopian tube shows a tiny lumen at the proximal end measuring 0.1 cm in diameter and surrounded by edematous wall. The wall appears slightly more dilated towards the fimbriated end. Representative sections examined microscopically in two cassettes a was the proximal narrowed end and b represents the distal half. The specimen consists of a similar elongated, soft, dark, grayish purple fallopian tube measuring 7 x 1.5 x 0.9 cm. The proximal end is narrower and measures 0.6 cm in diameter. The distal fimbriated end measures 2.2 cm in diameter. There are two paratubal translucent cysts closer to the fimbriated end, the larger measuring 0.7 cm in diameter. In the container are two elongated, spiral metal screws or devices, the larger measuring 3 cm in length and 0.2 cm in diameter. Cut section through the narrower portion of the tube reveals a portion of the metal device embedded in the lumen which was pinpoint and narrowed. The distal fimbriated end was soft pink and more dilated. The translucent cyst is filled with serous fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, mood swings. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dysmenorrhea (cramping), vaginal discharge, chronic pelvic pain were clubbed with previously reported events. Events hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, urticaria, dry skin, migraine, tooth disorder, allergy to metals, cyst, device difficult to use were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain / heavy cramping and aching in pelvic bone") and genital haemorrhage ("heavy bleeding / heavy bleeding for 5 days") in a 34-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right side was difficult to put into place due to a cyst" on (B)(6) 2013. The patient's past medical history included multi gravida and rectovaginal fistula. Previously administered products included for birth control: iud-mirena from 2009 to 2013. Past adverse reactions to the above products included adverse drug reaction with iud-mirena. Concurrent conditions included anal fistula, depression, back pain, ovarian cyst, salpingitis and paratubal cyst. Concomitant products included panadeine co (tylenol #3) since (B)(6) 2014 to 2015 and sertraline (zoloft) (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced cyst ("the right side was difficult to put into place due to a cyst"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), rash ("rashes"), fatigue ("fatigue"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), urticaria ("hives"), dry skin ("dry skin under arm pits"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ cramping"), abdominal pain ("cramping"), dyspareunia ("pain during intercourse") and mood swings ("mood swings"). The patient was treated with ibuprofen and surgery (on (B)(6) 2015, bilateral salpingectomy, to effectuate removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, rash, alopecia, headache, fatigue, anxiety and mood swings had resolved, the hormone level abnormal, menorrhagia, depression, urticaria, dry skin, migraine, tooth disorder, allergy to metals and cyst outcome was unknown and the vaginal haemorrhage had not resolved. The reporter provided no causality assessment for cyst with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms following her implantation procedure. Her symptoms have mostly resolved, following her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013, essure micro instrument was advanced into the right tubal ostia where a total of 2 coils were visualized after placing the essure implant. The same procedure was performed in the left tubal ostia side, where 1 coil was present at the end of the procedure. On (B)(6) 2015, ultrasound pelvis, technique : transabdominal and endovaginal imaging of the pelvic structures was performed. Findings: sinal1 follicle were present in both ovaries 2 .4 x 1.3 cm irregular left ovarian cyst was present. A small amount of cul-de-sac fluid was present. Bilateral tubal essure devices were present. On (B)(6) 2015, preoperative diagnosis: chronic pelvic pain with history of essure implant. Postoperative diagnosis: chronic pelvic pain with history of essure implant. Operations performed: 1. Laparoscopic bilateral salpingectomy, enterolysis. 2. Laparoscopic removal of right and left essure implant with laparoscopic closure of the right cornual region. Findings: dilated left fallopian tube with the presence of essure in both the left and right fallopian tubes. No evidence of tubal perforation. On (B)(6) 2015, surgical pathology report: final diagnosis: right fallopian tube: mild chronic salpingitis, metal essure implant in lumen (gross). Left fallopian tube: mild chronic salpingitis and benign paratubal cysts, metal essure implant (gross). Clinical information clinical history: infected fallopian tubes clinical diagnosis: infected fallopian tubes procedure: bilateral salpingectomy gross description: the specimen consists of dark, reddish, purple: somewhat distended, soft, fallopian tube measuring 7.2 x 1.5 x 1.1 cm the fimbriated end is noted at one end. The serosal surface was fairly smooth but slightly edematous. The other end of the fallopian tube shows a metal small wire embedded in the wall: this measures 1.7 cm in length and 0.1 cm in diameter. The rest of the fallopian tube shows a tiny lumen at the proximal end measuring 0.1 cm in diameter and surrounded by edematous wall. The wall appears slightly more dilated towards the fimbriated end. Representative sections examined microscopically in two cassettes a was the proximal narrowed end and b represents the distal half. The specimen consists of a similar elongated, soft, dark, grayish purple fallopian tube measuring 7 x 1.5 x 0.9 cm. The proximal end is narrower and measures 0.6 cm in diameter. The distal fimbriated end measures 2.2 cm in diameter. There are two paratubal translucent cysts closer to the fimbriated end, the larger measuring 0.7 cm in diameter. In the container are two elongated, spiral metal screws or devices, the larger measuring 3 cm in length and 0.2 cm in diameter. Cut section through the narrower portion of the tube reveals a portion of the metal device embedded in the lumen which was pinpoint and narrowed. The distal fimbriated end was soft pink and more dilated. The translucent cyst is filled with serous fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ chronic pelvic pain / heavy cramping and aching in pelvic bone') and genital haemorrhage ('heavy bleeding / heavy bleeding for 5 days') in a 34-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right side was difficult to put into place due to a cyst" on (B)(6) 2013. The patient's medical history included multi gravida and rectovaginal fistula. Previously administered products included for birth control: iud-mirena from 2009 to 2013. Past adverse reactions to the above products included adverse drug reaction with iud-mirena. Concurrent conditions included anal fistula, depression, back pain, ovarian cyst, salpingitis and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014 to 2015 and sertraline hydrochloride (zoloft) (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced cyst ("the right side was difficult to put into place due to a cyst"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), rash ("rashes"), fatigue ("fatigue"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), urticaria ("hives"), dry skin ("dry skin under arm pits"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ cramping"), abdominal pain ("cramping"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with ibuprofen and surgery (on (B)(6) 2015, bilateral salpingectomy, to effectuate removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, rash, alopecia, headache, fatigue, anxiety and mood swings had resolved, the hormone level abnormal, menorrhagia, depression, urticaria, dry skin, migraine, tooth disorder, allergy to metals and cyst outcome was unknown and the vaginal haemorrhage had not resolved. The reporter provided no causality assessment for cyst with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms following her implantation procedure. Her symptoms have mostly resolved, following her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2013, essure micro instrument was advanced into the right tubal ostia where a total of 2 coils were visualized after placing the essure implant. The same procedure was performed in the left tubal ostia side, where 1 coil was present at the end of the procedure. On (B)(6) 2015, ultrasound pelvis, technique : transabdominal and endovaginal imaging of the pelvic structures was performed. Findings: sinal1 follicle were present in both ovaries 2 .4 x 1.3 cm irregular left ovarian cyst was present. A small amount of cul-de-sac fluid was present. Bilateral tubal essure devices were present. On (B)(6) 2015, preoperative diagnosis: chronic pelvic pain with history of essure implant. Postoperative diagnosis: chronic pelvic pain with history of essure implant. Operations performed: laparoscopic bilateral salpingectomy, enterolysis. Laparoscopic removal of right and left essure implant with laparoscopic closure of the right cornual region. Findings: dilated left fallopian tube with the presence of essure in both the left and right fallopian tubes. No evidence of tubal perforation. On (B)(6) 2015, surgical pathology report: final diagnosis: right fallopian tube: mild chronic salpingitis, metal essure implant in lumen (gross). Left fallopian tube: mild chronic salpingitis and benign paratubal cysts, metal essure implant (gross). Clinical information clinical history: infected fallopian tubes clinical diagnosis: infected fallopian tubes procedure: bilateral salpingectomy gross description: the specimen consists of dark, reddish, purple: somewhat distended, soft, fallopian tube measuring 7.2 x 1.5 x 1.1 cm the fimbriated end is noted at one end. The serosal surface was fairly smooth but slightly edematous. The other end of the fallopian tube shows a metal small wire embedded in the wall: this measures 1.7 cm in length and 0.1 cm in diameter. The rest of the fallopian tube shows a tiny lumen at the proximal end measuring 0.1 cm in diameter and surrounded by edematous wall. The wall appears slightly more dilated towards the fimbriated end. Representative sections examined microscopically in two cassettes a was the proximal narrowed end and b represents the distal half. The specimen consists of a similar elongated, soft, dark, grayish purple fallopian tube measuring 7 x 1.5 x 0.9 cm. The proximal end is narrower and measures 0.6 cm in diameter. The distal fimbriated end measures 2.2 cm in diameter. There are two paratubal translucent cysts closer to the fimbriated end, the larger measuring 0.7 cm in diameter. In the container are two elongated, spiral metal screws or devices, the larger measuring 3 cm in length and 0.2 cm in diameter. Cut section through the narrower portion of the tube reveals a portion of the metal device embedded in the lumen which was pinpoint and narrowed. The distal fimbriated end was soft pink and more dilated. The translucent cyst is filled with serous fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event hip pain and back pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ chronic pelvic pain / heavy cramping and aching in pelvic bone') and genital haemorrhage ('heavy bleeding / heavy bleeding for 5 days') in a 34-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right side was difficult to put into place due to a cyst" on (B)(6) 2013. The patient's medical history included multi gravida and rectovaginal fistula. Previously administered products included for birth control: iud-mirena from 2009 to 2013. Past adverse reactions to the above products included adverse drug reaction with iud-mirena. Concurrent conditions included anal fistula, depression, back pain, ovarian cyst, salpingitis and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014 to 2015 and sertraline hydrochloride (zoloft)(B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced cyst ("the right side was difficult to put into place due to a cyst"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), rash ("rashes"), fatigue ("fatigue"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), urticaria ("hives"), dry skin ("dry skin under arm pits"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ cramping"), abdominal pain ("cramping"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with ibuprofen and surgery (on (B)(6) 2015, bilateral salpingectomy, to effectuate removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, rash, alopecia, headache, fatigue, anxiety and mood swings had resolved, the hormone level abnormal, menorrhagia, depression, urticaria, dry skin, migraine, tooth disorder, allergy to metals and cyst outcome was unknown and the vaginal haemorrhage had not resolved. The reporter provided no causality assessment for cyst with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms following her implantation procedure. Her symptoms have mostly resolved, following her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2013, essure micro instrument was advanced into the right tubal ostia where a total of 2 coils were visualized after placing the essure implant. The same procedure was performed in the left tubal ostia side, where 1 coil was present at the end of the procedure. On (B)(6) 2015, ultrasound pelvis, technique : transabdominal and endovaginal imaging of the pelvic structures was performed. Findings: sinal1 follicle were present in both ovaries 2 .4 x 1.3 cm irregular left ovarian cyst was present. A small amount of cul-de-sac fluid was present. Bilateral tubal essure devices were present. On (B)(6) 2015, preoperative diagnosis: chronic pelvic pain with history of essure implant. Postoperative diagnosis: chronic pelvic pain with history of essure implant. Operations performed: 1. Laparoscopic bilateral salpingectomy, enterolysis. 2. Laparoscopic removal of right and left essure implant with laparoscopic closure of the right cornual region. Findings: dilated left fallopian tube with the presence of essure in both the left and right fallopian tubes. No evidence of tubal perforation. On (B)(6) 2015, surgical pathology report: final diagnosis: right fallopian tube: mild chronic salpingitis, metal essure implant in lumen (gross). Left fallopian tube: mild chronic salpingitis and benign paratubal cysts, metal essure implant (gross). Clinical information clinical history: infected fallopian tubes clinical diagnosis: infected fallopian tubes procedure: bilateral salpingectomy gross description: the specimen consists of dark, reddish, purple: somewhat distended, soft, fallopian tube measuring 7.2 x 1.5 x 1.1 cm the fimbriated end is noted at one end. The serosal surface was fairly smooth but slightly edematous. The other end of the fallopian tube shows a metal small wire embedded in the wall: this measures 1.7 cm in length and 0.1 cm in diameter. The rest of the fallopian tube shows a tiny lumen at the proximal end measuring 0.1 cm in diameter and surrounded by edematous wall. The wall appears slightly more dilated towards the fimbriated end. Representative sections examined microscopically in two cassettes a was the proximal narrowed end and b represents the distal half. The specimen consists of a similar elongated, soft, dark, grayish purple fallopian tube measuring 7 x 1.5 x 0.9 cm. The proximal end is narrower and measures 0.6 cm in diameter. The distal fimbriated end measures 2.2 cm in diameter. There are two paratubal translucent cysts closer to the fimbriated end, the larger measuring 0.7 cm in diameter. In the container are two elongated, spiral metal screws or devices, the larger measuring 3 cm in length and 0.2 cm in diameter. Cut section through the narrower portion of the tube reveals a portion of the metal device embedded in the lumen which was pinpoint and narrowed. The distal fimbriated end was soft pink and more dilated. The translucent cyst is filled with serous fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.